Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 1375mg/ml at 692.8mcg/day and dilaudid 8.5mg/ml at 4.2830 mg/day and bupivacaine 10mg/ml at 5.039mg/day via an implantable pump. It was reported the patient experienced altered mental state. There were no known environmental, external or patient factors that may have led or contributed to the issue or diagnostics/troubleshooting performed. The actions and interventions taken to resolve the issue was the managing physician and hospital attending physician requested the pump rate be decreased by 20%. Surgical intervention did not occur nor was planned. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient was hospitalized for sepsis. Altered mental status likely due to sepsis and overall declining health. The pump was adjusted for safety given her compromised state. There was no device issue. The device was working as intended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that the patient has been expe riencing intermittent withdrawal and overdose symptoms that have even resulted in her being in the hospital. On an admission to the hospital, she did have to receive narcan. The cs was not given any additional information regarding these events including number of events or date of events. Troubleshooting: ¿the patient¿s intrathecal dosing was sequentially reduced in preparation for a catheter revision/replacement. Action/intervention: the physician decided to go ahead and replace both the pump and the catheter in their entirety. A new untrimmed 8780 was placed at t10 without difficulty. The new catheter was tunneled to the existing pump pocket and connected to a new 8667¿40. A catheter aspirationwas performed before and after placing the pump back within the existing pocket with positive return of csf. Incisions were then irrigated enclosed.¿ outcome: the issue was resolved. The patient weight and medical history were unknown. The patient alive and no injury.

Manufacturer narrative:
H3. Analysis of the pump identified that the pump passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.